Manufacturer narrative:
This follow-up report is being submitted to relay additional information. One g7 depth gauge item# 110010717 lot# 059490 was returned and evaluated. Upon visual inspection the device had fractured at one of the measurement tabs. There is visible scuffing on the handle of the device and the shaft of tabs has been bent. A review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
(B)(4). Foreign: canada customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Device in process to return.

Event description:
It was reported that the depth gauge broke before the case began. Nothing fell into the patient. There is no additional information available at the time of this report.